Event description:
It was reported that the patient¿s cardiologist was concerned that the patient¿s deep brain stimulator may be interfering with his pace maker. A test was run on the date of this report and they were seeing the patient have a fib show up but it was fairly normal. Also on the date of this report when they turned the deep brain stimulator off and then back on they had not seen any change.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v902310, implanted: (B)(6) 2012, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.